Event description:
International customer reported that a suture broke seven days following abdominal closure of a right colon resection resulting in a wound dehiscence. The patient was returned to surgery for repair. The status of the patient is reported as "stable."

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliate reports the following possible products. Lot: xk6246 mfg date: 09/01/2006 exp date: 07/31/20011; lot: xkm771 mfg date: 09/01/2006 exp date: 07/31/2011; lot: xkz409 mfg date: 09/01/2006 exp date: 07/31/2011; lot: xlm908 mfg date: 10/01/2006 exp date: 07/31/2011. A review of the batch manufacturing records was conducted. This review did not indentify any non-conformances and the lots met all finished goods release criteria.